Event description:
It was reported that the health care professional requested review of cardiac resynchronization therapy pacemaker (crt-p) device data. Technical services (ts) reviewed per request. Technical services (ts) advised there is noise oversensed on both the right atrial (ra) and right ventricular (rv) channel. As a result of the oversensed noise and high out of range pacing impedances observed on the right atrial (ra) and right ventricular (rv) minute ventilation was disabled. Additional information has been requested but not provided at this time. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).